Manufacturer narrative:
Reporting institution phone : (B)(6). Reporter phone : (B)(6). Reporting address postal: (B)(6).

Event description:
It was reported to philips that the device needed inspection.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was not able to be confirmed and the indicator light flashing is normal. Upon conclusion of the evaluation, it was determined that the indicator light flashing is normal when the battery is charging. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.